Manufacturer narrative:
Patient weight not available from the site. Event problem and evaluation: on 8-jun-2015, a medtronic representative went to the site to test the system. An intermittent issue was found to occur during the second spin, after the imaging system had been sitting idle for an extended period of time. A review of the log files found time-out errors on the x-ray controller. The system control board was replaced. The imaging system then passed the system checkout and was found to be fully functional. The system control board assembly (pcba) was returned to the manufacturer for analysis. The reported issue could not be replicated or confirmed; no fault was found during testing. This event was identified during a retrospective review as discussed with the FDA new england district office on april 7, 2016 via medtronic navigation, inc. Response to 3/17/2016 FDA-483 fei: 3004785967. This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the use of the o-arm imaging system was aborted. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A medtronic representative reported that the imaging system was being used in a spinal fusion procedure and, when the customer pressed the 3d mode button on the pendant, nothing happened. During trouble-shooting, the system was re-booted, and functionality was restored. The surgeon was able to complete the procedure with the use of the imaging system. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome.